Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer's site and reproduced an intermittent leak from reagent probe b while processing patient and quality control samples on the system. The fse evaluated the instrument and determined that the collar wash valve had failed. The fse replaced the collar wash valve to resolve the leak. (B)(4).

Event description:
The customer reported a leak from the reagent probe of the unicel dxc 800 pro synchron system. The customer stated that fluid leaked into the reagent compartment of the instrument and may have contaminated the reagents. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no report of injury or direct exposure to the leak. The customer was provided with new reagents and service was dispatched to evaluate the instrument.